Manufacturer narrative:
A4-a6:unk. Work order search: no similar complaints within associated lots were found. Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vticm512.6 implantable collamer lens of -8.5/1.0/14 (sphere/cylinder/axis) was implanted into the patient's left eye (os). A lens removal is planned due to low vault. Cause of the event is unknown. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
D6a: 07/16/2024. Claim# (B)(4).

Manufacturer narrative:
D6b: (B)(6) 2024. B5: the lens was intraoperatively removed and replaced for a longer length lens. The problem was resolved. Reportedly, "all good low vault is still existing. Patient will be monitored." There are multiple medical device reports associated with this patient. This report is 1 of 4 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency." Manufacturer narrative: secondary surgical intervention to remove and replace the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).